Event description:
I used a medtronic 670g and 630g before that. I really liked it in the beginning but at some point close to the year mark of wearing it, I had hypoglycemic and hyperglycemic episodes randomly. I contacted medtronic and explained my issues they re-educated me on how to insert an infusion set and dismissed it. After several calls and mush frustration I quit using the pump and went back to injections. I think I made the right decision for my health to quit using medtronics pump. It's incredibly frustrating to think of all the money lost on a product that could've been potentially dangerous from a company that I once trusted. Now almost 2 years later my dr has recommended that look into a pump again. I am so frustrated with medtronic that I really don't want to use that one again, but my old pump is still in warranty so I am not eligible to go through a different, more reliable company. FDA safety report ID# (B)(4).